Manufacturer narrative:
(B)(4).

Event description:
Update: clinic reported patient's symptoms resolved by 5 months post-treatment.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Clinic reported a patient who developed burn, abscess, and infection in the right axilla 3 weeks 1 day post miradry treatment. The patient was hospitalized to drain the abscess (date unknown). Continue to monitor the patient's recovery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Update: clinic reported patient's symptoms resolved by 5 months post-treatment.